Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion. Reportedly, during the first operation, there were burns from inside the pocket to the epidermis. An ulcer was also observed at the site of device implantation. There were no additional adverse patient effects reported. The s-ICD was explanted.